Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit and found battery runtime of 112 minutes. Minimum runtime spec is 135 minutes. The fse replaced the batteries, and completed pm with full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer.

Event description:
N/a.